Manufacturer narrative:
The compromised force sensor alarm during the basic occlusion test due to loose and or protruded drive support disk. The occlusion, prime and excessive no delivery test were unable to be performed due to the compromised force sensor alarm. The device was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of receiving a compromised force sensor alarm on their insulin pump. The customer's blood glucose was 109mg/dl. The customer states that insulin is squirting. The customer states they are stuck in rewind complete bolus delivery loop. The customer states the drive support cap is sticking out. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned.